Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported their adc freestyle libre 2 sensor did not alarm when glucose was low. The customer experienced headache, loss of consciousness, and was taken to the hospital. The customer had contact with a healthcare provider who diagnosed them with hypoglycemia, was treated with intravenous glucose and had an EKG performed. There was no report of death or permanent injury associated with this event.